Event description:
During use for cardiopulmonary bypass, it was reported that the perfusionist tried to adjust the flow; however, there was no reaction from the knob. The pump was turned off and on, and the adjustment was able to be made using the central control module and pump adjustment. There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.